Manufacturer narrative:
The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on march 9, 2021.

Event description:
Per the clinic, an integrity test to assess the performance of the implant was conducted on (B)(6) 2021 under sedation.

Manufacturer narrative:
This report is submitted on june 30, 2021.